Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the managing physician didn¿t know what happened to their clinician programmer and hadn¿t been interrogating the pump. The representative stated they only refilled once a year, and ¿they were obviously just off on their dates¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via the representative reported the representative interrogated the pump on (B)(4) 2017 and discovered the date after the hcp asked the representative about the empty pump during the patient¿s visit. The patient reported their weight was approximately (B)(6) pounds when asked by the representative. The hcp managed one pump and only refilled the patient once a year. The hcp asked the representative to be present to interrogate the pump at the patient¿s visit. The representative informed the hcp that the pump accuracy could not be guaranteed after being empty for so long. On (B)(6) 2017 the hcp refilled the pump and was going to run at a lower rate to see if the patient would get pain relief and check actual versus expected volumes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [10 mg/ml] at a dose of 0.66 mg/day. It was reported an empty pump alarm was occurring. It was unknown if the patient missed a refill. The representative had access to a clinician programmer. There were no symptoms/complications reported by the patient. The patient never felt a change.